Event description:
A caller reported a malfunction on the pump that caused the customer's blood glucose level to exceed 500 mg/dl. The specific value was unknown as the display showed "high." To address the high blood glucose, the customer planned to administer a correction bolus after resetting the pump. The malfunction code was identified as malf 9, and although resettable, the customer was unable to complete the reset at the time due to lack of access to a cable and planned to follow up later. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.